Manufacturer narrative:
Continuation of concomitant products: dtmb1d4 crt-d, implanted (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was t-wave oversensing (twos) post pace on the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the twos reoccurred. The rv lead was reprogrammed and remains in use.